Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device did not have any external damage. The pump event history showed a check clutch/ travel reverse error in history. There was occlusion errors in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after multiple flow and occlusion tests. The force calibration was in factory specifications at 5 and 15lbs. When checking alarm history noticed the clutch was released during an infusion causing the travel reverse alarm. The root cause of the reported issue was due to use error. Performed preventive maintenance (pm) on pump.

Event description:
It was reported that a travel reverse error and occlusion errors were observed. No patient injury was reported.